Event description:
The patient had good coverage when stimulation was tested during implant. Following implant, the patient lost sensation in her legs. The physician was concerned about impingement of the spinal cord by the lead and the patient was taken back to surgery for removal of the entire system. She was then transferred to the ICU. The next morning the patient had regained some sensation. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).